Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient informed the clinic that the pump "has to be removed due to recall." The patient and his lawyer felt that the pump and catheter had been recalled. The patient reported a burning sensation at the catheter but did not have further information on the location of the burning. It was reported that the patient was suspected to have developed an inflammatory mass because he had a burning sensation at the catheter site for about a year and had a mass at the site. The patient had urinary retention and "he sleeps for days." The reporter stated that ever since the patient's last pump replacement, the patient had no had pain relief. The patient was on baclofen for about 3 months before the healthcare provider (hcp) changed his medication to morphine. The patient had been taking oral baclofen. The reporter did not think that the hcp had ordered any tests to check the pump. Patient outcome was unknown. The device system was used to deliver morphine and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter.